Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior cervical discectomy and fusion (acdf) at c5-6 due to degenerative disc disease/stenosis. Intra-op, while final tightening the set screw on the plate sheered off from the locking mechanism. There were no patient symptoms or complications as a result of this event.

Manufacturer narrative:
Product analysis results: visual and optical inspection confirmed the lock washer of the plate was returned damaged. The hex appeared to be stripped out. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.